Event description:
The user facility reported a instance where a z-800 infusion pump was found to over-infuse. Zyno has requested but the user facility has yet to provide pt information. The user did not record the pump serial number.

Manufacturer narrative:
Multiple requests have been made to the user to identify the device that was involved in the instance but the user did not record the serial number. As a precaution, multiple pumps have been taken out of service from the same facility for flow rate testing.